Event description:
Add'l info received on 9/5/97 indicates infection.

Manufacturer narrative:
Pump performed within specifications. Cuff performed within specifications. Balloon pressure not within specifications.